Event description:
It was reported patient lost effective therapy due to high impedances on both leads. Surgical intervention was undertaken during which both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (b) found a kink on the outer tubing and all the internal lead wires being broken.